Event description:
A falsely elevated troponin I result of 6.93 ng/ml was obtained on a pt sample. The result was not reported to the physician. The sample was retested and a result of 0.01/0.02 ng/ml was obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin result was carry in from the r1 probe, due to lack of monthly maintenance by the user.

Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry in from the r1 probe, due to lack of monthly maintenance by the user. The malfunction was resolved after the customer corrected the problem with guidance from a siemens technical assistance representative. The instrument is performing within specifications.